Manufacturer narrative:
Patient data broken down by device used is not available. Gore identifier provided. Patient age broken down by device used is not available. Mean patient age provided. Patient gender broken down by device used is not available. Most predominant gender (79% male) provided. Event dates are not available. Publication date provided. Preexisting conditions not broken down by device used is not available. Most common preexisting conditions identified. Product information not provided. Implantation dates not provided. The date the gore® excluder® aaa endoprosthesis was put on the market provided. Explant dates not provided. Devices not available for manufacturer evaluation. Per the gore® excluder® aaa endoprosthesis instructions for use: adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, rupture of the aortic vessel and surrounding vasculature, embolization, infection, occlusion and surgical conversion.

Event description:
The following literature publication was reviewed: goudeketting, s.r., jin, p.p.f.k., ünlü, ç. And de vries, j.p.p., 2019. Systematic review and meta-analysis of elective and urgent late open conversion after failed endovascular aneurysm repair. Journal of vascular surgery, 70(2), pp.615-628. This publication is a literature review of literature articles describing open conversions within 30 days of failed endovascular aneurysm repair. The author reports that a review of 27 articles shows 128 patients treated gore® excluder® aaa endoprostheses who were converted following failed endovascular aneurysm repair. Type I endoleak and rupture were reportedly the most common indicators for conversions across all reviewed articles and endoprostheses. The other reasons for conversion were de novo aneurysms, aortoduodenal or aortoenteric fistulas, other endoleaks, infolding or collapse of grafts, kinking grafts, thrombosis, occlusion of grafts, malposition or migration or grafts, infection, peripheral emboli, prophylactic measures and rupture. Five patients were converted for unclear reasons. Four patients in the review reportedly died. Reasons reported for conversion are not broken down by device or brand so the reasons for conversion of gore® excluder® aaa endoprostheses is unknown. Patient deaths are not broken down by device and no specific allegations of patient deaths have been made against gore® excluder® aaa endoprostheses.